Event description:
It was reported that the insulin cartridge leaked inside the ilet, the device displayed a high reading, the user removed the system, and insulin therapy was continued via subcutaneous pen until supplies could be changed. Customer care provided support that included remote troubleshooting and education on proper supply change steps and a request to obtain the cartridge lot number. Investigation of this case revealed a suspected cartridge leak associated with the cartridge component resulting in loss of insulin delivery and high glucose. Symptoms included polydipsia, nausea and dry mouth associated with hyperglycemia with a glucometer blood glucose of 522 mg/dl. Outcomes included interruption of automated insulin delivery and the need for manual insulin administration. It was concluded, based on previously established findings for similar reports, that the cause was an operational or use-related issue consistent with an improper or incomplete cartridge installation leading to leakage.